Event description:
"What the heck are you thinking, even considering putting silicone implants back on the market; and furthermore, why does this same issue keep coming up like a bad nightmare?? It's absurd." Rptr had them, they ruptured, you only have to have been a part of rptr's family or friends to know how many painful surgeries they've gone through since that time to attempt removing the mess, and the pain daily resulting from that which can't be removed. The ruptures will happen, it's only a matter of time. Rptr has had bilateral mastectomies, rptr now has saline, which also ruptured, but what a difference in the post rupture years. Even with saline, the result aesthetically is absolutely comparable to silicone. Rptr can only tell you, the women singing the praises of silicone vs saline will rue the day they ever heard the word silicone. Having had both rptr knows from where they speak. Please stop this madness and stop wasting tax payer's money reviewing the same old bad issues time after time. After 11 surgeries and 25 yrs of living with implants talk with me. Unfortunately we who are the experienced never hear of this subject coming before you until it's too late to let you know of our experiences.